Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 4y 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The shuntsystem was received into the returnkit. The valve was inserted in an unknown liquid. The progav2.0 valve was set to pressure range 2 cmh2o. The visual inspection showed that the valve has scratches and a deformation. The visual inspection of the catheter showed a hole in the catheter under the ligature. To proof the penetrability of the valve, we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The test results that the valve was permeable. The adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that it was possible to adjust the valve into the pressure settings. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. However, the measurement of the braking force is outside the tolerance. Based on our investigation results, we can confirm a damaged catheter. How the damage has arisen to the catheter remains unclear. No further actions are required.